Event description:
It was reported that this pacemaker was exhibiting an gradual rise impedance measurements on the right ventricular (rv) lead. Technical services (ts) was consulted and determined that was physiologic. In addition, it was noted that there were recorded two signal artifact monitoring (sam) episodes due to atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. Additional information received indicates that the pacemaker triggered to lead safety switch. Subsequently, a revision procedure was performed and the pacemaker was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was exhibiting an gradual rise impedance measurements on the right ventricular (rv) lead. Technical services (ts) was consulted and determined that was physiologic. In addition, it was noted that there were recorded two signal artifact monitoring (sam) episodes due to atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. Additional information received indicates that the pacemaker triggered to lead safety switch. Subsequently, a revision procedure was performed and the pacemaker was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.